Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted asymmetrically approximately 10 months post implant. The lens was repositioned on (B)(6) 2014 and later exchanged on (B)(6) 2015 with a different model lens. The pt;s current status was reported as "good vision after lens exchange, pt is happy". This event pertains to the pt's left eye.